Event description:
Boston scientific crm received information that this patient was in a commercial airplane and has been experiencing high rate pacing since yesterday after the plane ride. The caller reported that only when the accelerometer was turned off or when a magnet was applied, the rate would come down. A boston scientific crm technical services consultant recommended running full markers to verify sensor pacing and to also perform a download of the device data.

Manufacturer narrative:
Boston scientific crm engineering suspects a hardware problem in the circuitry and recommends considering device replacement. The accelerometer could be turned off and the patient could be monitored more closely. The device remains actively implanted, and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional details were received in (B)(4) 2012, regarding this patient. Following an ablation due to atrial fibrillation (af) the device was reprogrammed with only the accelerometer on and not minute ventilation (mv) on, pacing at the maximum sensor rate (msr) was observed. However, when the device was programmed to ddd mode, the high rate pacing stopped. The caller verified that mv was completely off and there was no monitoring equipment connected to the patient at this time. A boston scientific technical services consultant performed some troubleshooting with the caller and suspects there is an issue with the accelerometer and recommended keeping it off. The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and returned for evaluation. Upon receipt at our post market quality assurance laboratory, visual inspection did not identify any device anomalies. The lower rate limit (lrl) was programmed to 60ppm. The device paced at this rate in ddd mode. However, the pacing rate increased to 130ppm when the device was programmed to dddr mode. The device passed automated electrical testing. Laboratory evaluation confirmed the cause of the device pacing at the maximum sensor rate was due to a data corruption. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.